Event description:
The tps micro driver was sent for eval because it was running without user activation. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.